Event description:
It was reported that an unspecified primary set disconnected/popped off (no rip or tear) at the needless access hub. The intravenous (IV) tubing was connected and infusing through a piv (peripheral intravenous line) connected to the patient. When the patient was turned and settled back into position, blood was found on the sheets and the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10 - the event occurred during an unspecified date of may 2025 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.